Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the issue, the rear label was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 4/18/2017.